Event description:
Caller reported a malfunction on the pump after it fell into a pool, displaying malfunction code 3 which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multidose insulin injections as a backup therapy and was sent a replacement pump with updated software by technical support.